Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e226 was caused by a failure of endoscopic communication due to corrosion inside the video connector and foreign material adhering to the connector pin, as a result there was damage to the connector pin. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the video connector inner pin is broken on the visera elite ii video system center. This issue was found during preparation for use for a diagnostic procedure. There was no delay in the procedure and the procedure was completed using another similar device. The device was inspected and error e226 (scope communication error) occurrence was found. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and e226 error occurrence was confirmed. Additional findings found corrosion and foreign material were found inside the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.